Event description:
On (B)(6) 2010, the patient was implanted with a scs system. The following day, (B)(6) 2010, the patient was found unresponsive in bed laying in vomit. The patient was taken to the hospital and placed in the ICU. On (B)(6) 2010, the doctor informed the clinical specialist that the patient had overdosed on pain patches. On (B)(6) 2010, it was reported that the patient had a CT scan that revealed infarct areas in the brain stem. Further test did not indicate that the patient had developed cerebrovascular flow anomalies. On (B)(6) 2010, the doctor informed the sales representative that the patient was awake, alert, and requested to have the stimulation turned on. No product was explanted.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.